Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that while re-transfusing the blood from the hemovac blood reinfusion system to the pt, a blood leak occurred from the tube joint of the returning blood bag. There was no report of harm to the pt or operator. There was no report of significant blood loss reported. It was reported that the intended re-transfusion of collected blood was completed using this device.